Event description:
It was reported that after the first ablation was delivered, the ECG showed 3 to 4 beats of the searched tachycardia that generated vertical flutter which then changed to ventricular fibrillation. It was reported that medical intervention administered was external defibrillation with biphaseal 200j. The medical intervention was successful on the first attempt. It was reported that the event was caused by the rf generator. The prognosis of the patient was reported to be excellent with full recovery and no residual effects. It was reported that the catheter used during the procedure, celcius tc thermocouple, was re-used and resterilzed by a resterilization facility. This catheter will be reported under medwatch number 9673241-2007-00017.

Manufacturer narrative:
Other equipment used during the procedure were navx-system (3d mapping from st. Jude) and biotronik uhs 20 (stimulator from biotronik).